Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error icon hwbbt. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.